Manufacturer narrative:
Investigation ¿ evaluation event description: as reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 600 ml. The balloon was tested prior to use and was injected with saline solution when leaking was noted. The user replaced the device to complete the procedure and hemostasis was achieved. The total estimated blood loss was 650 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control procedures. One cook bakri postpartum balloon was returned for investigation in an open package with label. The balloon was returned cut into two pieces. Visual exam also noted a cut in the balloon material. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history records (dhrs) for the reported complaint device lot and the related subassembly lots showed no discrepancies related to the reported failure mode. A review of complaint history records shows two other complaints associated with the complaint device lot. Complaint # 1 was for balloon leaking issue and complaint # 2 was for balloon rupture. Due to the individual nature of the manufacturing and inspection process for the devices, it is unlikely that these events are an indication of an issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The balloon appeared to have been damaged by another device of unknown origin. The cause of the incident was not able to be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone number: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 600 ml. The balloon was tested prior to use and was injected with saline solution when leaking was noted. The user replaced the device to complete the procedure and hemostasis was achieved. The total estimated blood loss was 650 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.